Event description:
Additional information: the patient's bleeding resolved without sequelae on (B)(6) 2022. The patient was discharged on (B)(6) 2022 and remained on suppressive antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (sepsis, infection, and hemorrhagic stroke) cannot be conclusively determined. The patient remains ongoing on (B)(6). Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists infection, sepsis, bleeding, and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing malaise, chest pain and nausea; they went to an outside hospital's emergency department (ed). The patient had a negative respiratory viral panel and a computerized tomography (CT) scan initially indicated that the patient had basilar pneumonia of the left lung. The patient was transferred due to possible sepsis. A follow up CT scan was negative for pneumonia, and blood cultures taken indicated the subjected was septic with bacteremia. The outside hospital's blood cultures came back positive for gram-positive cocci; the possible source of this infection was the driveline site, as there was possible fluid collection around the site. The patient was given antibiotics. On (B)(6) 2021 a positron emission tomography (pet) scan was also performed that led to the discovery of an asymmetric decreased fluorodeoxyglucose (fdg) uptake in the region of the hyperdense lesion in the patient's left parieto-occipital region; this raised concerns for a lesion with possible internal hemorrhage. A head CT scan was performed which revealed a focus of parenchymal hemorrhage with a mild surrounding edema in the left occipital lobe with a hematoma. There was no significant change from the pet visual, and no neurological deficit was observed. The patient's anticoagulation and antiplatelet medications were withheld. Another CT scan performed showed an intense fdg uptake along the mid to distal outflow cannula (suvmax value was 15.3); the outflow cannula was identified as the primary infection site rather than the driveline. The patient's international normalized ratio was reversed with prothrombin complex concentrate (pcc) and vitamin k.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.